Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 2.94. Less than 30 minutes between meter test and lab draw. Testing directly from finger.

Manufacturer narrative:
Investigation pending.